Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) indicating that no further troubleshooting was done related to the short and high impedances. The rep checked every program (1-7) and the patient didn¿t feel stimulation until at least 5 mamps on all programs except 2. The patient was sent home on program 2 at 1.3. The rep reported that the rep and hcp had no idea what the cause was, and no further actions were taken. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neuros timulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the caller was in the operating room placing a new ins and lead. The case values were >50, removed and replaced the lead and it was still >50 while some bipole pairs were >4,000. The caller removed the ins from the pocket and tested again and the case values were all >4000. The caller wiped and replaced and stated the lead seemed wet. The caller tried to use the old ins and the impedances looked completely fine. The lead was wiped again and then placed in the new ins and the impedances were fine except c & 2 which was >50, and 0 >2 was >4,000. The caller looked for motor response and got one on c & 2 but not on 0 >2. It was reviewed that 0 & 2 was not a viable programming pair and it was unknown if it would resolve on its own, so it was up to the caller on how to proceed. The caller noted the healthcare provider would close the patient¿s pocket. No further complications were reported.